Event description:
Perclose prostyle suture-mediated closure and repair system attempted to be used at end of the procedure which failed. Vascular surgery was consulted and a right femoral cutdown was performed to remove the device.